Event description:
Significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks [arthralgia aggravated] . Swelling and pain in the right knee [swelling of r knee] . Case narrative: the case is cross-linked to (B)(4) (multiple devices for same patient). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case received from a lawyer from united states. This case involves 82 years old female patient (157.5 cm and 98.9 kg) who after unknown latency experienced significant increase in pain just in the right knee/knee pain has gradually worsened over the past few weeks and swelling and pain in the right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included back surgery, hand surgery, spurs r foot/foot surgery, lower extremity swelling, tricompartmental degenerative joint disease, chondrocalcinosis, pitting edema distally with some blisters that appear non-cellulitic, joint swelling, muscle aches/muscle pain, weakness, ulcer, worsening knee osteoarthritis, mildly overweight, atrophic skin changes in the mid-calf distally, cataracts bilateral, ac (acromioclavicular) joint bone spurs, pain at extremes of motion, arthralgias/diffuse joint line pain/pain at extremes of motion and patellofemoral crepitance. The patient's past medical treatment included boron; calcium; colecalciferol; copper; magnesium; manganese; zinc (caltrate 600+d3 plus minerals). The patient's past vaccination(s) was not provided. The patient's family history included hypertension (mother), heart attack (mother), heart disease (mother), osteoarthritis (daughter), fibromyalgia (daughter), back disorder (son) and degenerative joint disease (son). At the time of the event, the patient had ongoing hypertension/benign hypertension, diabetes mellitus, type 2, former smoker (smoked for 3-4 years; quit approx. 25 years ago). Caffeine (soda, coffee, tea- 3 servings /day), constant, aching and burning medial-sided knee pain, vitamin d deficiency, hordeolum externum of left eye, bilateral edema of lower extremity, arthritis, bronchitis, obesity due to excess calories, osteoarthritis of right knee/primary osteoarthritis of right knee, primary osteoarthritis of both knees, allergy to antidiabetic metformin with reaction: diarrhea and seasonal allergies. Patient did not use alcohol or drug. Concomitant medications included hydrochlorothiazide (hydrodiuril); lisinopril (zestril); pioglitazone hydrochloride (actos); ibuprofen (advil) for pain; meloxicam (mobic) for pain; methylprednisolone acetate (depomedrol); ethyl chloride and chlorhexidine for local anaesthesia. On (B)(6) 2017, patient bmi was 39.87 kg/m2. On (B)(6) 2017, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml (48 mg/6ml) once (with an unknown batch number) for osteoarthritis and pain in right knee. Information regarding batch number was requested. On an unknown date in 2017, patient had large joint arthrocentesis. Unfortunately, she did receive one injection which was in the lot number which was recalled by the manufacturer. It was unclear if she received this in the right knee or the left knee. As of unknown date, patient had a significant increase in pain in the right knee. As of unknown date, patient did report swelling and pain in the right knee, but no signs or symptoms for infection. No systemic type symptoms such as fevers, chills, nausea, or vomiting. Patient denied any new injuries, such as falls or trauma, since her last office visit. On an unknown date, over the past few weeks, patient right knee pain had gradually worsened (serious due to cortisone injection received). Patient would like to optimize her knees and she was requesting bilateral cortisone injections if possible. Patient was also requesting nsaids. On (B)(6) 2018, patient denied any mechanical type symptoms or significant swelling in right knee. On (B)(6) 2018 patient vitals included: bp 147/72 mmhg, heart rate 89 beats/min, bmi 39.14 kg/m2. On (B)(6) 2018, patient received bupivacaine (marcaine) 0.25% as local anesthetic without epinephrine and ethyl chloride spray followed by 2 ml triamcinolone acetonide (kenalog) (40 mg/ml) as the corrective treatment. Final diagnosis was swelling and pain in the right knee and significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks. Action taken: not applicable. Corrective treatment: triamcinolone acetonide (kenalog) for significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks. Outcome: unknown for both events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019 additional information received on 09-sep-2019. Investigation summary received and ptc results added.

Event description:
Significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks [arthralgia aggravated] swelling and pain in the right knee [swelling of r knee] case narrative: the case is cross-linked to (B)(4) (multiple devices for same patient). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case received from a lawyer from united states. This case involves 82 years old female patient (157.5 cm and 98.9 kg) who after unknown latency experienced significant increase in pain just in the right knee/knee pain has gradually worsened over the past few weeks and swelling and pain in the right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included back surgery, hand surgery, spurs r foot/foot surgery, lower extremity swelling, tricompartmental degenerative joint disease, chondrocalcinosis, pitting edema distally with some blisters that appear non-cellulitic, joint swelling, muscle aches/muscle pain, weakness, ulcer, worsening knee osteoarthritis, mildly overweight, atrophic skin changes in the mid-calf distally, cataracts bilateral, ac (acromioclavicular) joint bone spurs, pain at extremes of motion, arthralgias/diffuse joint line pain/pain at extremes of motion and patellofemoral crepitance. The patient's past medical treatment included boron; calcium; colecalciferol; copper; magnesium; manganese; zinc (caltrate 600+d3 plus minerals). The patient's past vaccination(s) was not provided. The patient's family history included hypertension (mother), heart attack (mother), heart disease (mother), osteoarthritis (daughter), fibromyalgia (daughter), back disorder (son) and degenerative joint disease (son). At the time of the event, the patient had ongoing hypertension/benign hypertension, diabetes mellitus, type 2, former smoker (smoked for 3-4 years; quit approx. 25 years ago). Caffeine (soda, coffee, tea- 3 servings /day), constant, aching and burning medial-sided knee pain, vitamin d deficiency, hordeolum externum of left eye, bilateral edema of lower extremity, arthritis, bronchitis, obesity due to excess calories, osteoarthritis of right knee/primary osteoarthritis of right knee, primary osteoarthritis of both knees, allergy to antidiabetic metformin with reaction: diarrhea and seasonal allergies. Patient did not use alcohol or drug. Concomitant medications included hydrochlorothiazide (hydrodiuril); lisinopril (zestril); pioglitazone hydrochloride (actos); ibuprofen (advil) for pain; meloxicam (mobic) for pain; methylprednisolone acetate (depomedrol); ethyl chloride and chlorhexidine for local anaesthesia. On (B)(6) 2017, patient bmi was 39.87 kg/m2. On (B)(6) 2017, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml (48 mg/6ml) once (with an unknown batch number) for osteoarthritis and pain in right knee. Information regarding batch number was requested. On an unknown date in 2017, patient had large joint arthrocentesis. Unfortunately, she did receive one injection which was in the lot number which was recalled by the manufacturer. It was unclear if she received this in the right knee or the left knee. As of unknown date, patient had a significant increase in pain in the right knee. As of unknown date, patient did report swelling and pain in the right knee, but no signs or symptoms for infection. No systemic type symptoms such as fevers, chills, nausea, or vomiting. Patient denied any new injuries, such as falls or trauma, since her last office visit. On an unknown date, over the past few weeks, patient right knee pain had gradually worsened (serious due to cortisone injection received). Patient would like to optimize her knees and she was requesting bilateral cortisone injections if possible. Patient was also requesting nsaids. On (B)(6) 2018, patient denied any mechanical type symptoms or significant swelling in right knee. On (B)(6) 2018, patient vitals included: bp 147/72 mmhg, heart rate 89 beats/min, bmi 39.14 kg/m2. On (B)(6) 2018, patient received bupivacaine (marcaine) 0.25% as local anesthetic without epinephrine and ethyl chloride spray followed by 2 ml triamcinolone acetonide (kenalog) (40 mg/ml) as the corrective treatment. Action taken: not applicable for both events corrective treatment: triamcinolone acetonide (kenalog), knee replacement for significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks ad not reported for other outcome: recovered / resolved for swelling and pain in the right knee; unknown for other event a product technical complaint was initiated on 09-sep-2019 for synvisc one. Batch number: unknown global ptc number: 60153 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 09-sep-2019. Investigation summary received and ptc results added. Additional information was received on 25-oct-2019 from patient. Treatment updated for significant increase in pain just in the right knee/knee pain has gradually worsened over the past few weeks. Text amended accordingly.

Event description:
Significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks [arthralgia aggravated]. Swelling and pain in the right knee [swelling of r knee]. Case narrative: the case is cross-linked to 2019sa248400 (multiple devices for same patient). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case received from a lawyer from united states. This case involves 82 years old female patient (157.5 cm and 98.9 kg) who after unknown latency experienced significant increase in pain just in the right knee/knee pain has gradually worsened over the past few weeks and swelling and pain in the right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included back surgery, hand surgery, spurs r foot/foot surgery, lower extremity swelling, tricompartmental degenerative joint disease, chondrocalcinosis, pitting edema distally with some blisters that appear non-cellulitic, joint swelling, muscle aches/muscle pain, weakness, ulcer, worsening knee osteoarthritis, mildly overweight, atrophic skin changes in the mid-calf distally, cataracts bilateral, ac (acromioclavicular) joint bone spurs, pain at extremes of motion, arthralgias/diffuse joint line pain/pain at extremes of motion and patellofemoral crepitance. The patient's past medical treatment included boron; calcium; colecalciferol; copper; magnesium; manganese; zinc (caltrate 600+d3 plus minerals). The patient's past vaccination(s) was not provided. The patient's family history included hypertension (mother), heart attack (mother), heart disease (mother), osteoarthritis (daughter), fibromyalgia (daughter), back disorder (son) and degenerative joint disease (son). At the time of the event, the patient had ongoing hypertension/benign hypertension, diabetes mellitus, type 2, former smoker (smoked for 3-4 years; quit approx. 25 years ago). Caffeine (soda, coffee, tea- 3 servings /day), constant, aching and burning medial-sided knee pain, vitamin d deficiency, hordeolum externum of left eye, bilateral edema of lower extremity, arthritis, bronchitis, obesity due to excess calories, osteoarthritis of right knee/primary osteoarthritis of right knee, primary osteoarthritis of both knees, allergy to antidiabetic metformin with reaction: diarrhea and seasonal allergies. Patient did not use alcohol or drug. Concomitant medications included hydrochlorothiazide (hydrodiuril); lisinopril (zestril); pioglitazone hydrochloride (actos); ibuprofen (advil) for pain; meloxicam (mobic) for pain; methylprednisolone acetate (depomedrol); ethyl chloride and chlorhexidine for local anaesthesia. On (B)(6) 2017, patient bmi was 39.87 kg/m2. On (B)(6) 2017, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml (48 mg / 6ml) once (with an unknown batch number) for osteoarthritis and pain in right knee. Information regarding batch number was requested. On an unknown date in 2017, patient had large joint arthrocentesis. Unfortunately, she did receive one injection which was in the lot number which was recalled by the manufacturer. It was unclear if she received this in the right knee or the left knee. As of unknown date, patient had a significant increase in pain in the right knee. As of unknown date, patient did report swelling and pain in the right knee, but no signs or symptoms for infection. No systemic type symptoms such as fevers, chills, nausea, or vomiting. Patient denied any new injuries, such as falls or trauma, since her last office visit. On an unknown date, over the past few weeks, patient right knee pain had gradually worsened (serious due to cortisone injection received). Patient would like to optimize her knees and she was requesting bilateral cortisone injections if possible. Patient was also requesting nsaids. On (B)(6) 2018, patient denied any mechanical type symptoms or significant swelling in right knee. On (B)(6) 2018, patient vitals included: bp 147/72 mmhg, heart rate 89 beats/min, bmi 39.14 kg/m2. On (B)(6) 2018, patient received bupivacaine (marcaine) 0.25% as local anesthetic without epinephrine and ethyl chloride spray followed by 2 ml triamcinolone acetonide (kenalog) (40 mg/ml) as the corrective treatment. Final diagnosis was swelling and pain in the right knee and significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks. Action taken: not applicable corrective treatment: triamcinolone acetonide (kenalog) for significant increase in pain just in the right knee/bilateral knee pain has gradually worsened over the past few weeks. Outcome: unknown for both events a product technical complaint (ptc) was initiated and the results were pending for the same.